Event description:
A report was received that a pt was experiencing difficulty charging. A bsn field clinical engineer attempted troubleshooting, which was unable to resolve the issue and confirmed that the ipg is either prematurely depleting or is damaged. The bsn field clinical engineer has recommended that the ipg be replaced, but the pt does not want to take any further action at this time.